Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was approximately 400 mg/dl. Customer alleged pump was the suspected cause of bg level. Reportedly the customer reverted to manual injections for insulin therapy. Although requested, the customer declined to provide additional information.